Event description:
The customer reported their lh500 was leaking about 2 cc¿s clear fluid around fitting (port) 9 on the bsv (blood sampling valve) only during the shutdown / startup cycle. There was no biohazard exposure to mucous membranes or open wounds.

Manufacturer narrative:
The field service engineer (fse) was dispatched and found port 9 (wm9) on the bsv (blood sampling valve) loose. He replaced the bsv assembly to resolve the leak. The output to the wbc bath connects to fitting wm9 on the center section of the bsv. The wbc diluent dispenser delivers 6.0 ml of diluent into wm7, through the 28-¿l wbc loop in the right section, and outputs the diluent and blood, via wm9, to the wbc bath. No erroneous results were generated; upon recur of the failure mode identified; it is likely that erroneous wbc or hgb results due to inadequate sample delivery to the wbc bath and hgb cuvette. Results could be flagged, un-flagged or non-numeric. (B)(4).